Event description:
It was reported the catheter was inserted into the pts upper right arm without incident. The pt was in the intensive care unit and was being turned when tension on the catheter caused it to break just below the hub. As a result, the catheter was removed since it was not in use anyway. There was no delay in treatment and no pt death or complications reported. On (B)(4) 2012 - f/u info states the catheter separated into two at the juncture hub.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.